Manufacturer narrative:
One sample was received in used condition without original package. The returned sample was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination showed the inflation line was detached from the inflation channel. No other analysis was performed. Although a root cause could not be established it was possible there was a lack of thf in the inflation line during manufacturing. A device history record (DHR) review could not be performed as the lot number is unknown. Awareness of this failure mode has been made to all operations personnel and the manufacturer will continue monitoring this failure condition in this product for threshold or escalation.

Manufacturer narrative:
Lot number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that during the use of the product, the customer noticed the inflation line was detached. It is unknown whether it was cut off (or severed) during the use or the product already had such defect in itself prior to the use of it, and it was not detected. No patient injury. No additional information is available for this complaint.